Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead implanted with this implantable cardioverter defibrillator (ICD) has exhibited high out of range pacing impedance measurements for the past few months. An x-ray was previously taken no issues were noted. Boston scientific technical services (ts) suggested troubleshooting options. There were no adverse patient effects reported.